Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber was not firing correctly. The laser console was put on standby, and the physician indicated that the fiber was firing out from a hole located on the fiber body. There a was a visible burn mark and the fiber burned a hole into the physician scrub. There was no harm caused to the physician. The fiber was immediately replaced, and the procedure continued successfully without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber was not firing correctly. The laser console was put on standby, and the physician indicated that the fiber was firing out from a hole located on the fiber body. There a was a visible burn mark and the fiber burned a hole into the physician scrub. There was no harm caused to the physician. The fiber was immediately replaced, and the procedure continued successfully without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. A burn mark was also observed. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. The burn mark suggests the laser beam was fired which caused energy to escape from the break location. Therefore, it is likely that the break was not noticed before the firing of the fiber. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.